Manufacturer narrative:
User facility contacted magellan's product support (ps) team to report the instrument was generating a "low" quality control (qc) level 2 (qc tested 5 times) and "used sensor" error message. The instrument was not returned to magellan. During investigative questioning by magellan, ps reviewed the user facility's testing technique and determined it was consistent with the quick reference guide. Ps also asked the user to visually inspect the sensor pins. Corrosion was noted on the sensor pins. Corrosion of the pins occurs when there is overexposure of the pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instructions in the package insert) or when too much sample is added to the test sensors. Furthermore, this incident is consistent with external qc not consistently being performed in accordance with the manufacturer's instructions. Periodic testing with qc controls is used to monitor the instrument's performance. No user, patient impact or harm was reported. However, because the instrument was able to generate results there is potential that an erroneous patient result was generated. Magellan provided the user with a new test kit, instrument, and additional information on proper analyzer maintenance. Case #(B)(4).

Event description:
User facility contacted magellan's product support (ps) team to report the instrument was generating a "low" quality control (qc) level 2 (qc tested 5 times) and "used sensor" error message. The instrument was not returned to magellan.